Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging test strips missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014). The patient¿s test strips have been returned and were evaluated on 06/30/2014 by lifescan product analysis with the following findings: the test strips involved in this complaint failed testing. Two test strip vials were returned (lot 3537049 and 3418015) and both vials were returned empty i.e. Strips were missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.